Manufacturer narrative:
The customer reported problem was unconfirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there was no power or ac indicator on the 8015 pcu. There was no reported patient involvement. Resolution: power supply processor board: 8015 is under warranty. Customer would like to send in for repair. Emailed customer our fixed level pricing list along with instructions for our customer portal. Customer will move forward with registering and sending in for repair online. Ended call.